Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the jaws on the pk dissecting forceps instrument were misaligned. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be bent. One of the grip was bent which created a 0.037 grip offset. The yaw pulley did not exhibit separation. The bent grip may be due to overload. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. One of the scratches measured approximately 0.239 and was not aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.